Event description:
It was reported that the straight micro pituitary disengaged/broke and no longer "bites".

Manufacturer narrative:
Catalog#: 78752612, lot#:1014. This device is distributed by stryker. Per the quality agreement with the supplier, the regulatory reporting decisions are the responsibility of the manufacturer and any applicable regulatory actions will be taken accordingly.

Event description:
It was reported that the straight micro pituitary disengaged/broke and no longer "bites".